Event description:
High threshold was noted on the atrial lead, and it was found to be dislodged via x-ray. The leas was unable to be repositioned, so it was capped and replaced. The patient condition was stable.